Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low and high blood glucose and got hospitalized for some incidents for about a year with blood glucose of 40 mg/dl at the time of one of the incidents. The customer also had highs of 300 to 400 mg/dl since being off the pump. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was not wearing the insulin pump during the incident. The customer got off the pump due to a blank display issue. The doctor thought it may have been from exposure to moisture. Troubleshooting was not completed as the pump was not available at the time of the call. The customer had renal failure since being off the pump. The insulin pump will not be returned for analysis.